Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 1 year. As a result, surgical intervention may be pending to address this situation.